Event description:
The vent became inoperative, while on a pt, with error code kb0065. There was no pt harm or change in therapy as a result of the malfunction. The mallinckrodt customer support engineer (cse) inspected the device, verified the error code in memory, and replaced the safety valve, inspiratory electronics pcb, and ai pcb. The unit then passed extended self testing.